Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 2.5mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, upon second inflation, it was noted that the balloon ruptured at 12 atm within 4 seconds. The device was removed using the normal method without any problem. The procedure was completed with a different device. No complications reported, and the patient was good post procedure.

Manufacturer narrative:
E1 initial reporter city: (B)(6).